Event description:
Boston scientific received information that during the implant procedure, the left ventricular (lv) lead pacing impedance measurement exhibited greater than 2,000 ohms in true bipolar. The lead was removed from the device, wiped off and was reinserted, achieving greater than 2,000 ohms in true bipolar. When tested in extended bipolar, pacing impedance measurements were within acceptable limits. Following implant, the lv lead exhibited increased pacing impedance measurements greater than 2,000 ohms. To date, no adverse patient effects were reported as a result of this clinical observation. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.